Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the ICU, the clinician was in the patient's room tending to the patient when the clinician visually observed the device state "system mode not suitable for patient use". The pump then had shut down spontaneously. The patient coded, return of spontaneous circulation (rosc) was obtained after two minutes. It was reported at this time the pump was restarted where it showed the error previously stated. The channel was changed out, however showed a channel error. Ultimately the entire system was changed out and the drips were reinfusing without further issue. It was further reported that the patient passed. According to the customer, the patient had coded earlier in the shift and was extremely critical- "not expected to live long prior to the event". It was reported by the customer that the patient's death was "not attributed to the event". After preliminary investigation by manufacture it was noted the device had system error code 132.3000 as a result of the tamper resistant switch being depressed. Following system error, the device was manually powered down. The pcu was subsequently powered back on however due to the tamper resist switch remaining stuck in the depressed position the pcu booted into maintenance mode.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-157558 is a concomitant. Please refer to manufacturer report number 2016493-2023-157559, which captured the correct suspect device per investigation report.

Event description:
It was reported that in the ICU, the clinician was in the patient's room tending to the patient when the clinician visually observed the device state "system mode not suitable for patient use". The pump then had shut down spontaneously. The patient coded, return of spontaneous circulation (rosc) was obtained after two minutes. It was reported at this time the pump was restarted where it showed the error previously stated. The channel was changed out, however showed a channel error. Ultimately the entire system was changed out and the drips were reinfusing without further issue. It was further reported that the patient passed. According to the customer, the patient had coded earlier in the shift and was extremely critical- "not expected to live long prior to the event". It was reported by the customer that the patient's death was "not attributed to the event". After preliminary investigation by manufacture it was noted the device had system error code 132.3000 as a result of the tamper resistant switch being depressed. Following system error, the device was manually powered down. The pcu was subsequently powered back on however due to the tamper resist switch remaining stuck in the depressed position the pcu booted into maintenance mode.